Event description:
A customer reported an event of a strong odor emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced a reaction of headache. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. Follow-up attempts to obtain information on the current status of the patient have been unsuccessful to date. Asp will continue to follow-up. Any new information will be provided in a supplemental medwatch report. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 03/15/2007. Additional manufacturer narrative / corrected data: additional part replaced during service: catalytic converter. Conclusion code: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (02/08/2014 through 08/07/2014) did not observe any significant trend. (B)(4). The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The catalytic converter was unable to pass the special test plan. The reason for return of the catalytic converter was confirmed. The oil mist filter was returned and tested. The oil mist filter passed functional testing with no problems found. The reason for return of the oil mist filter was not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A corrective maintenance was performed and the oil mist filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2014.